Event description:
It was reported that during an unknown procedure, there was continuous leakage with the devices; co2 was leaking from the trocars. The surgeon took older trocars from another lot and the surgery continued as planned. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The cb12lt devices a, b, c, d and b12lt device e were returned in good visual condition. The devices were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.